Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4)/ model #: 1650de/ expiration date: 2017-08-31 UDI (B)(4), mfg date: 2016-08-31 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de/ expiration date: 2017-08-31 UDI #:(B)(4): mfg date: 2016-08-31 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de/ expiration date: 2017-09-30 UDI #:(B)(4) mfg date: 2016-09-30 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650de/ expiration date: 2017-07-31 UDI #:(B)(4) mfg date: 2016-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. The controller and batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. Four batteries (bat221972, bat221973, bat222261 and bat221366) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power port 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an evaluation conducted under an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving bat221973 and bat221366. As a result, the reported event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and battery. An internal investigation evaluated momentary disconnections. Additional products: battery bat221972 / device evaluated by MFR: yes / (B)(4). Battery bat221973 / device evaluated by MFR: yes /(B)(4). Battery bat222261 / device evaluated by MFR: yes / (B)(4). Battery bat221366 / device evaluated by MFR: yes / (B)(4). If information is provided in the future, a supplemental report will be issued.